Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative indicating that an ins replacement had been scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 concerning a patient with an implantable neurostimulator (ins). The indication for implant was cervical radiculopathy. It was reported that the ins was overdischarged. The patient stated that she thinks her ins has been dead for approximately 2 years. She also stated that this was the second time that this has occurred over the lifetime of the ins. Patient compliance was listed as a factor that may have led to the overdischarge. Two 60-minute physician mode recharges (pmr)s were performed. After that the ins was charging with the normal recharge screen showing. Approximately 3 hours after the two 60 minutes sessions, the ins still had not reached >25% charge. Good coupling was achieved with 8 black boxes. The clinic was closing for the day, so the patient would need to meet in the future to continue the process. The power on reset (por) was not cleared. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from manufacturer representative on 2018-01-08. The manufacturer's representative met with the patient to resolve the overdischarge/por, however they ran out of time and next appointment was scheduled for (B)(6) 2018. The patient had not used the device in over two years and there was no resolution yet. No further complications were reported/anticipated. Additional information was received from the manufacturer representative on (B)(6) 2018. It was reported that the por was cleared. The ins was not holding a charge longer than a few minutes. They were able to get it running and adjusted programming. The patient had used the ins long enough to determine that it was beneficial for the patient and she would be getting the battery replaced in the future. The patient was currently charging and using the device but only gets about 10 minutes of therapy before needing to recharge again. No further complications were reported.